Manufacturer narrative:
Concomitant medical products: ddbc3d1, ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to infection. No further patient complications have been reported as a result of this event.